Event description:
It was reported that balloon rupture occurred. The 90% stenosed, diffused, 5 cm in length target lesion was located in a shunt in the mildly tortuous left forearm. A 4.0mmx60mmx80cm (4f) sterling balloon catheter was selected to dilate the lesion. During the first inflation, the balloon was inflated up to 10 atmospheres but there was mild residual stenosis. During the second inflation, the balloon ruptured at 12 atmospheres. Angiography revealed contrast agent leakage. The device was completely removed from the patient. The procedure was not completed since same device was unavailable. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter with the original pouch and box. The batch number on the returned packaging and device matched the batch number for this complaint. Examination under magnification revealed a longitudinal balloon tear 2mm long 21mm from the distal tip and inner shaft kinks 22mm and 20mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, diffused, 5 cm in length target lesion was located in a shunt in the mildly tortuous left forearm. A 4.0mmx60mmx80cm (4f) sterling balloon catheter was selected to dilate the lesion. During the first inflation, the balloon was inflated up to 10 atmospheres but there was mild residual stenosis. During the second inflation, the balloon ruptured at 12 atmospheres. Angiography revealed contrast agent leakage. The device was completely removed from the patient. The procedure was not completed since same device was unavailable. No patient complications were reported and the patient's status was good.